Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the ramus artery with moderate tortuosity and no calcification that was 70% stenosed. A 2.0 x 15 mm mini trek rx balloon dilatation catheter (bdc) was advanced to the lesion and crossed successfully; however, the balloon would not inflate. A new device was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned to abbott vascular and analysis confirmed the inability of the balloon to inflate. The device was pressurized and fluid was visible leaking from a tear in the inner member. A search of the manufacturing history record indicated no similar non-conformance records for tears in the inner member. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis including scanning electron microscope photos which identified the occurrence to be potentially related to a manufacturing issue. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored.